Event description:
A ventilator was returned to the manufacturer's service center for evaluation. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a issue with the active exhalation control module was observed. The device's active exhalation control module was replaced to address the issue.

Manufacturer narrative:
This MDR is being submitted as part of a batch submission of previously closed complaints that were reassessed as reportable foam degradation complaints; discovered as part of a retrospective remediation review. The manufacture previously reported a ventilator was returned to the manufacturer's service center for evaluation. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a issue with the active exhalation control module was observed. The device's active exhalation control module was replaced to address the issue. During the evaluation air path foam and inlet air path assembly were replaced as per field communication.